Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead was part of a system revision due to infection. There were no additional adverse patient effects reported. The rv lead was explanted.

Event description:
It was reported that this right ventricular (rv) lead was part of a system revision due to infection. There were no additional adverse patient effects reported. The rv lead was explanted. Additional information received indicates that the system was explanted due to infection with sepsis. No additional adverse patient effects were reported.

Manufacturer narrative:
This supplemental report was created to update the entry in h6: patient codes. If information is provided in the future, a supplemental report will be issued.